Event description:
A pt reported they were unable to receive an accurate reading on their one touch ultra meter due to their meter allegedly would only prompt "error 2" message. Pt reported feeling dizzy. Pt reported that the blood sample for the attempted reading was drawn from a sample area "other" than the arm or finger of the pt. There was no result on their meter as the pt was unable to test. Treatment was not reported. No further info has been reported. No serious injury or allegation of harm.